Manufacturer narrative:
Additional info has been requested. Synthes is unable to provide the date of MFR without the lot number of the subject device. The investigation could not be completed, no conclusion could be drawn, as subject device is beginning the eval process.

Event description:
Pt status post zero-p implantation, returned to surgeon for post op visit. An x-ray revealed a broken screw. Surgeon removed the hardware and revised with another plate. This is one (1) of three (3) reports for this event.